Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (LAAC) procedure was performed on (b)(6)2025 and a 31mm WATCHMAN FLX Pro LAA Closure Device and Delivery System was implanted. The patient was discharged. At a routine follow up appointment on (b)(6)2026, transesophageal echocardiography (TEE) imaging noted thrombosis on the face of the device. The patient restarted oral anticoagulation (OAC) and plans to reimage at a later date.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.